Event description:
This case was reported by a consumer and described the occurrence of blood test abnormal in a (B)(6) female pt who received super poligrip free denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started corega. At an unk time after starting corega, the pt experienced "low blood count" (no specifics provided), heart attack, anemia and re blood cell count decreased. This case was assessed as medically serious by gsk. Treatment with super poligrip free was continued. At the time of reporting, the events (other than the heart attack) were unresolved. Follow-up was received on 13 march 2009 which made the case serious. Consumer reported the same adverse events as low blood count, heart attack, low red blood cell count and anemia on super poligrip. Consumer provided lot code of x08851 or x08861 instead of x08341 and could not confirm exact lot code. Consumer began use approx 40 years prior to this report. (B)(6).

Manufacturer narrative:
In (B)(6) 2002, consumer began to feel bad and was admitted into the ER and then admitted into the hospital. The pt was given a blood transfusion. In the hospital, during the blood transfusion, the pt suffered a heart attack and was transferred to another hospital. Subsequently a pacemaker was implanted (date not specified) and its battery was replaced in (B)(6) 2009. Pt stated that she was not on any medications prior to the heart attack (2002). Currently, the consumer is taking metoprolol 50mg qd, enalapril 20mg qd, ferrous sulfate 325mg bid and vitamin c of an unk quantity for iron absorption, simvastatin 20mg qd, nexium 40mg qd, and aspirin 81 mg qd. The manufacturer's report number for this case is 9681138-2009-00030. Super poligrip is manufactured in (B)(4) and neither the product nor definitive lot number for this product is available. (B)(4).